Event description:
Pump was set to infuse norepinephrine at a rate of 63.7ml/hr to maintain blood pressure on a pt in ICU. After 15 mins the pt's blood pressure was found to be abnormal and it was noticed that the infusion pump was turned off and not pumping. The pump was turned on and the settings were gone. The pump was removed from service and replaced with a different pump. The infusion was re-started and the pt recovered. Attempts were made to obtain additional info from the reporting facility; details were not available regarding pt info, volume to be infused settings, or if the pump was seen to be infusing before the reported occurrence. Discussion with hosp staff revealed no adverse effects to the pt.